Event description:
Device 1 of 2. Reference MFR report number: 3006705815-2019-00478. It was reported that the patient experienced ineffective stimulation with their scs system. Reprogramming was attempted to no avail. X-rays determined that one of the leads had migrated. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the migrated lead was relocated. It is unknown which lead migrated, therefore both leads are being reported.